Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected information: h11 the product complaint number was reported as (B)(4) in the initial medwatch. The correct product complaint number is (B)(4).

Event description:
It was reported that a patient underwent a tlif l2-l3, remove old caps/rods l3, l4, l5 on (B)(6) 2024 and suture was used to close the subcuticular layer. The patient had breakdown of suture and non-union of wound/wound separation/dehiscence at the 4-6 week follow-up it is also reported that celleraterx activated collagen product was used. The patient was referred to a wound clinic for treatment. No additional treatment to address wound opening/suture break down was needed. Surgeon opines this is related to the antibiotic coating on the suture. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. H6 component code: g07002 device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient's demographic information including age, gender, weight, bmi at the time of index procedure. Date of index surgical procedure? (If not already provided) what was the tissue condition (normal, thin, calcified, fragile, diseased)? How was the suture placed (interrupted or continuous)? How was the suture tied (square knot or multiple knots one end)? What symptoms did the patient experience following the index surgical procedure? Onset date? Please describe the appearance of the suture after the wound breakdown occurred. Did the suture break post op? Were there any patient stress factors that precipitated the event of suture breakage post op? Onset date/time of dehiscence? (# post op days) how was the dehiscence managed? Please describe any surgical intervention required for the wound dehiscence including date and findings. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Lot number?